Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient developed an injection site infection. The site has been red and inflamed. The patient was started on antibiotic 300 mg four times a day for 5 days beginning on (B)(6) 2026. The antibiotic course was completed on (B)(6) 2026. No further information available.